Event description:
It was reported that prior to use on a patient the cardiosave intra-aortic balloon pump (iabp) was not displaying the signal pressure. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse performed a malfunction check. The fse tested the unit's pressure signal. The fse tried replacing the bp transducer adapter cable which resulted in the unit's signal returning back to normal. The unit passed all functional and safety tests to factory specifications. The unit was cleared for clinical use. A supplemental report will be submitted upon receipt of additional information.

Event description:
N/a.